Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed in the pca+continuous mode to deliver hydromorphone 1mg/ml, at a continuous rate of 0.3 mg/hr, with a 0.2mg/ pca dose, a 8 minute patient lockout, and a 7mg 4hr limit. At 1620, the delivery was started and at 1640 the patient was reported to be "aroused, talking, husband at bedside". Reportedly at 1700, the nurse noted the patient was "sleeping heavily" with "respirations labored, face pale, bp (blood pressure) 84/53mm hg, and o2 sat 53%". The delivery was stopped, the doctor was notified, and a code was called. The patient was treated with an unspecified dose of narcan. At 1730, the patient was "alert and appropriate" with a respiratory rate of 18 breaths per minute, o2 saturation of 98% while on an unspecified flow rate of o2 by venti mask, and a bp of 102/84mmhg. At an unspecified time, the patient was transferred to the ICU. At 1820, it was reported the device display indicated that "1.5ml had been delivered, 10ml was actually out of the vial". The device was removed from clinical service. There was no reported adverse patient sequelae. The patient was discharged to home two days after the event day in 2006. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded and printed at the user facility. A review of the history showed in 2006 at 1506, the device was programmed to deliver a drug concentration of 1mg/ml, custom vial confirmed, in the pca+continuous mode, with a 0.2mg pca dose, a 8 minute patient lockout, a continuous rate of 0.3mg/hr, and 4 hr limit of 7mg. At 1507, the door was locked and a infuser paused alarm occurred. At 1509, the infusion was started. Between 1509 and 1512, there was one 0.2 mg patient initiated pca dose delivered, five unmet demands, the door was opened three times, there were two check vial alarms, a check syringe alarm, a check injector alarm and the door was locked twice. At 1513, the door was opened, a check vial alarm, check syringe alarm, and a check injector alarm occurred. Additionally, the previously programmed settings were confirmed and the door was locked. At 1514, the infusion was started. Between 1532 and 1610, there were five 0.2mg patient initiated pca doses delivered and six unmet demands. At 1658, the door was opened two times, locked once and device was powered off. Between 1659 and 1708, the device was powered on, there was a bar code not read alarm, a using battery 843, a battery available 843, 4 check vial alarms, 4 check syringe alarms, 3 check injector alarms, a custom vial was confirmed, a check printer alarm and 3 check settings alarms occurred. Additionally, the door was locked opened and locked three times, and the device was powered off. Review of the history indicates the device delivered as programmed.